Event description:
Healthcare professional reported ¿breast pain¿ and ¿rupture¿. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continue section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on nov 13, 2025 with lot number 2374124. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿breast pain¿ and ¿rupture¿. This record is for the right side. Device was explanted and replaced with another manufacturer's device.